Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was confirmed that the valve settings were changed after the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant of the shunt, the patient experienced syncope and was hospitalized in early (B)(6) 2012. A few days after the syncope, they underwent tumor resection with a suboccipital approach. The patient had a ventriculoatrial shunt installed by the end of (B)(6) 2012. A few years later, in late (B)(6) 2016, the patient¿s brain tumor recurred. They underwent tumor resection in early august and the pressure level (pl) setting of the valve was set to 0.5. The patient experienced vomiting, unstable walking, and was unresponsive in (B)(6) 2017. The patient was admitted with the pl setting still at 0.5. It was stated that 200-300 ml of cerebrospinal fluid was drained from the patient and their symptoms improved. In late october, the patient had exploratory surgery and after the operation was better, however would soon regress. It was noted the patient repeatedly had mris done following surgery and could not reach the same drainage effect as experienced prior to the MRI. The shunt was removed and replaced.